Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty for a compression fracture on (B)(6) 2024. The surgeon inflated a balloon in the patient¿s body and moved to cement mixing procedure. When the surgeon put the monomer liquid into the polymer powder and tried to mix them, the handle was stiff and the surgeon could not push or pull it. A spare product was opened and used in the surgery, and the surgery was completed successfully within 30 minutes delay. There was no adverse outcome to the patient. It was reported that the surgeon has used the product multiple times before, and the sales rep was present at the surgery and did not see that the surgeon was operating differently from the surgical technique.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part:07.702.016s; lot:4b53680; manufacturing site: werk selzach; supplier: (B)(4). Release to warehouse date:23 feb 2024. Expiration date: 01 feb 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If additional information is made available, the investigation will be updated as applicable.